Event description:
The jaws on the bipolar device broke. On 08/13/2008, datascope received voluntary medwatch from facility and following was reported. A patient was having CABG. Bipolar tip broke off while in use. Broken piece was retrieved. No injury or additional intervention required.

Manufacturer narrative:
The returned product was visually and functionally evaluated. The technician was unable to operate jaws. The upper jaw was broken, the broken portion of the jaw was not returned. Dried blood was observed inside the shaft.